Event description:
Patient stated that the last five v-go's worn have fallen off. The patient reported the first two fell off while she was exercising on separate occasions after two hours of being worn. The patient cannot recall how long she wore the third one before it fell of, but the fourth and fifth one fell off within 10 minutes of being applied. The patient stated with the first two v-go's that fell off she experienced pain due to the adhesive padding pulled her skin and that it felt as if the needle was going sideways in her body as it fell off.